Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported by the patient that it had been a while since they had the implant turned on (2014). It had been shut off because they had not needed it at that time. However, they are requiring therapy now. They had tried using the recharger, but it was not communicating; there was a suspected overdischarge. An overdischarge had happened to them once before with this device and a physician mode recharge (pmr) was performed over the phone. Relevant medical history included post-lumbar laminectomy syndrome. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received from the consumer reported that with the manufacturing representative direction the patient tried to reactivate the battery over the phone, to no avail. After trying several times they came to the conclusion that the battery was dead and needed to be replaced. The patient had not had the device replaced yet but will do so in the near future. Relevant medical history included: post lumbar laminectomy syndrome.